Manufacturer narrative:
The investigation into the automated impella controller error has been completed. Data analysis: ¿ on the complaint date ((B)(6) 2024), only the demo pump was used in the initial run, and there was no controller error. ¿ in the second bootup, commercial pump sn: (B)(6) was used for 2 hours 51 minutes, and there was no controller error. ¿ immediately after the third bootup, the console displayed ¿controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) ¿ alarm¿ event #24. ¿ then, the console was shut down and turned manually a couple of more times. ¿ again, the console displayed controller error ¿ event #24. This confirms the reported failure mode. Device analysis: this console was tested after arriving in fs. Upon power cycling the console 200 times, it was unable to reproduce the reported failure mode - controller error. The root cause for the intermittent keyboard communication issue could not be determined due to the inability to reproduce. F6 and f8 should have been blank.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a "controller error-switch to back-up controller" message. The event occurred during a patient transfer. There was no patient harm. The aic was replaced.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.